Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon device was checked during inventory on (B)(6) 2018. According to the complainant, during inventory, there were holes, indentations, and smudges noted on the device pouch packaging. The customer noted that it is unclear whether it was a result of the shipping process. Reportedly, this was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem code 2385 captures the reportable event of hole in the packaging. Investigation results a visual examination of the complaint device revealed that there were holes in the lower left side of the device pouch. This failure is likely due to inappropriate transport or storage of the device. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon device was checked during inventory on (B)(6), 2018. According to the complainant, during inventory, there were holes, indentations, and smudges noted on the device pouch packaging. The customer noted that it is unclear whether it was a result of the shipping process. Reportedly, this was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.